Manufacturer narrative:
The IFU was reviewed and was confirmed to include hypotony as a known complication and adverse reaction the device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Device was requested but not yet returned. An addendum will be filed with the results on investigation once device is returned.

Event description:
Doctor reported, "surgery was uneventful, post-op day 1, patient with flat ac and low iop, filled the anterior chamber with viscoelastic twice on pod1 and pod2 and patient with persistently low iop and shallow anterior chamber. Exploration demonstrated ample flow over flat with filling the anterior chamber, on explanation flow across valve appeared to be more than new implant which was implanted at time of initial valve explantation."

Manufacturer narrative:
Device was returned and underwent visual inspection and functional testing. Valve appears undamaged, no issues found during visual inspection. State pressure test was also conducted on the unit to mimic the physiological flow conditions of the human eye, where the resulting pressure in the system measured and yielded passing results. The returned valve met the acceptance criteria and performed as expected. The issue of low iop condition as reported by customer could not be replicated or confirmed.